Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The same day as event onset the patient was treated with intraperitoneal (ip) injection vancomycin (500 milligrams, stat dose) and ip injection merotrol (500mg twice a day) for peritonitis. Dianeal therapy was ongoing. At the time of this report antibiotic therapy was ongoing and the patient outcome was unknown. No additional information is available.